Event description:
It was reported that the lead serial numbers are difficult to read. The physician also questioned why the lead lengths and markers are not on our leads for easy identification. The physician commented that not having this information available on leads causes unnecessary delays and increased risk of placing leads in wrong port. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.